Event description:
It was reported that the superior vena cava (svc) coil showed high lead impedance. The pin was reseated in the device header, but the lead's impedance measurement stayed high. Fluoroscopy of the lead showed a fracture just proximal to the high voltage coil. Testing showed the svc coil still measured an open circuit. The svc shock vector was programmed off. The lead was left connected to the device and was inactivated. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.